Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device became stuck in the lesion and tip detachment occurred. The patient also experienced a vascular spasm and blood flow issue occurred. The 70% target lesion was located in the moderately tortuous and severely calcified posterolateral branch artery. A 330cm rotawire¿ was advance. During the procedure, the blood vessel was noted to be small and spasm occurred. Subsequently, the rotawire became trapped in the target lesion. An attempt to remove the rotawire was made with a microcatheter. Consequently, the radiopaque marker at the tip detached and remained inside patient's body. In addition, it was noted that blood flow of the posterolateral branch disappeared. The procedure was completed with a rotawire extra support. No further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has distal tip damaged as part of overall visual revision. Visual inspection of the device observed that the body was kinked and the distal spring tip was stretched and detached at 329.8 cm from the proximal end. Dimensional inspection of the overall length and the outer diameter (od) of the distal tip could not be performed due to the device condition. Od of the middle and proximal section of the device were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck in the lesion and tip detachment occurred. The patient also experienced a vascular spasm and blood flow issue occurred. The 70% target lesion was located in the moderately tortuous and severely calcified posterolateral branch artery. A 330cm rotawire was advance. During the procedure, the blood vessel was noted to be small and spasm occurred. Subsequently, the rotawire became trapped in the target lesion. An attempt to remove the rotawire was made with a microcatheter. Consequently, the radiopaque marker at the tip detached and remained inside patient's body. In addition, it was noted that blood flow of the posterolateral branch disappeared. The procedure was completed with a rotawire extra support. No further patient complications reported.